Event description:
Customer reportedly received results of 125 mg/dl and 280 mg/dl within 10 minutes on the aviva or compact plus system. Customer could not recall which result was obtained on which system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the aviva system (lot number 302397, expiration date 07/31/2011). Reference medwatch report with (B)(4) for the suspect device used in the compact plus system.